Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lok clip applier instrument failed to close and lock the clip. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the large hem-o-lok clip applier instrument for failure analysis investigation. However, failure analysis has not been completed yet.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The large hem-o-lok clip applier instrument has been returned and evaluated by the failure analysis team. Fa was able to confirm/reproduce the reported complaint. The instrument was found to have a frayed grip cable at the at the idler pulley. Some wires were broken, but the cable itself was not fully broken. There was no discoloration, corrosion, or contamination observed on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. For clarification the clip not close and open probably due to frayed grip cable. The complaint was confirmed based failure analysis. The probable root cause of a frayed cable is attributed to damage to the cable through external collisions, during use or reprocessing.